Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause could not be identified, and the problem was not reproduced at the repair department because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center image was not displayed sometimes. The issue was found during inspection before use, however, the intended procedure was unknown. The procedure was completed by replacing the scope. There were no reports of patient injury or harm.